Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) reported that the hcp had updated the app to version 2.0.3320 and the pump was interrogated on (B)(6) 2026, but the patient was still hearing the alarm. The hcp came in the room and was talking to the patient when they heard one beep coming from the pump. On (B)(6) 2026. It was indicated by the hcp that the non critical alarm should have been deactivated with the pump update today, however the hcp directed their team to let them know if they still heard one.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 208.8 mcg/day, via an implantable pump. It was reported that the patient's pump was refilled last on (B)(6) 2026. It was further noted that it had been okay until this weekend when the patient had urodynamics test (cystometry, uroflowmetry, and x-ray cystograph) done. The patient and nurses said dual tone alarms (critical pump alarms), have been heard but not continuously since this weekend. During the telemetry checks on (B)(6) 2026, the healthcare provider did not hear anything at all. The healthcare provider was questioning if it could be because the pump is due to be replaced in 3 to 4 months¿ time. As per the pump's log provided, a non-critical alarm regarding low reservoir occurred on (B)(6) 2026. The patient remained well but the patient still heard the dual tone alarm every morning as of (B)(6) 2026. The patient denied spasticity or any changes that may link to pump malfunction. The date 2026-mar-07 is considered an approximate onset/date of event (specific month and year known only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.